Manufacturer narrative:
The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
In this event, pepgen p-15 was used simultaneously with implant placement in the upper right posterior maxilla with bone quality type IV and excellent oral hygiene. The osteotomy was prepared via drilling and bone condensing and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and had signs of infection upon explantation two weeks post-placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant, although the healing time is too short to expect much, if any, integration.